Event description:
It was reported that, "final driver was used to final tighten the screw. After the final tightening was completed, an x-ray was taken for final pictures. On x-ray, we observed a small piece of metal on the x-ray in the wound. We looked at the final tightening driver and the nipple on the tip of the driver had broken off. We could not locate it in the wound."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.